Event description:
The laf card for this aa4204vf plate silicone lens was returned without any previous allegation of product problem. A call was made to the user facility and the reporter stated that the surgeon attempted to insert this lens. The lens haptic tore prior to insertion into the eye. There was patient contact. No patient injury. It was unknown what caused the haptic to tear.